Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 9 mmol/l. No significant events leading to the alarm were observed and to revert to their back-up plan. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Unit received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.